Manufacturer narrative:
This occurred with a clearlink continue-flo solution set. This event occurred in the intensive care unit (ICU) during infusion of a normal saline bolus at 250ml/hr using an infusion pump, and led to saline solution spraying on the nurse. The set was new from the packaging, without any previous connections to the port. The set was replaced to resolve the issue. There was no patient injury or medical intervention associated with this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing and underwater clear passage testing were performed and revealed a leak from the third clearlink y-site. Further visual inspection of the y-site revealed that the site was missing the clearlink center post. The reported condition was verified. The cause of the condition was determined to be an assembly issue during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set ¿was spraying 2 streams from a port¿. The process step at which this event occurred was not reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.